Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system on (B)(6) 2012. According to the complainant, sometime post-procedure, the patient presented with vaginal mesh extrusion (specifics unknown). The mesh was trimmed and an anterior repair was performed on (B)(6), 2013. The patient was stable at the conclusion of this procedure. Her current condition is unknown.